Manufacturer narrative:
(B)(6). The device was returned for analysis. The device has the distal tip kinked and stretched; besides, it was found that part of the welding was detached from the spring tip. Dimensional inspection that could be measured were performed and were within specifications.

Event description:
Reportable based on device analysis completed on 17jun2019. It was reported that the tip was deformed and stretched. A 330cm rotawire was selected for use. Upon preparation, it was noted that the wire tip was deformed and stretched when taken out from the hoop. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the welding was detached.